Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin in the system controller power cable connector was confirmed via evaluation of the returned system controller (serial number: (B)(6). Visual inspection of the returned system controller revealed that pin 4, which was associated with a redundant negative power line, had broken off and was missing from the black power cable connector. The controller was functionally tested and failed a step due to the missing pin on the power cable connector; the controller passed all other steps of the functional testing without any issues. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The missing pin did not affect the functionality of the controller during testing as it corresponds to a redundant negative line. The controller was also tested with the returned battery clip (lot number: 8052117) and no issues were observed. The log file downloaded from the returned heartmate 3 system controller (serial number: (B)(6) contained 1.5 days of data (B)(6) 2021 per the timestamp). The log file data did not indicate any issues associated with the missing pin on the black power cable connector. The driveline was disconnected on (B)(6) 2021 at 13:17:19 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 11oct2021. Heartmate 3 patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" describes how to care for and clean all equipment, including inspecting the 14v battery clips connectors and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the 14v battery clips connectors and the system controller power cables. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had bent pins on their system controller. A replacement controller was requested by the site.